Event description:
The hosp emergency room staff used the unit to administer external pacing to a patient. Pacing current was increased to maximum and there was allegedly no capture observed. A backup lifepak 9p defibrillator/monitor/pacemaker was made available and used (with the same electrodes and capture was observed using 30 ma. The patient's outcome was not reported.